Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, patient had not received therapeutic benefit. Adjustments were made to daily infusion dose with no result. Catheter was aspirated without difficulty and refill residuals were consistent with expected volume. Catheter was replaced, upon visual exam catheter was "intact and unable to determine cause of issue". It was also reported, there was a small amount of fluid in the pocket. The symptoms reported were patient did not receive expected therapeutic benefit with daily dose increases. The patient outcome was alive with no injury or adverse event. The drug being used in the pump was baclofen unknown.